Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). No sample has been returned for investigation. Without the actual sample a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. If the sample and/or additional pertinent information becomes available, a follow up report will be filed. Device history record (DHR): reviewed the DHR for batch 19c04ge221, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): over infusion. Infused in 10 hours instead of 24.